Event description:
The customer reported obtaining false positive reactivity (1+) with the mts reader sa with multiple microtubes in cards showing negative reactions. No death or serious injury was associated with this incident.